Manufacturer narrative:
This is a part only request. There is no device evaluation performed by philips. The customer denied repair from philips and had their third party company perform the repair. No information was provided regarding the issue, device context of use, repair and operational status of the device. No defective parts will be returned.

Manufacturer narrative:
The field service engineer (fse) replaced a speaker assembly and nav-ring button.

Manufacturer narrative:
(B)(6).

Event description:
The customer purchased parts for repairs. Details regarding this complaint were requested. It is unknown if the device was in use at the time of the event, but there was no patient or user harm reported. The purchased speaker assembly and nav-ring button for repairs were shipped to the customer. Further information is pending.